Event description:
The manufacturer's representative reported the pt was experiencing acute withdrawal due to the home health agency not refilling the pump. The pt was in the emergency room and was reported to be lucid and speaking to people. The hcp restarted the intrathecal baclofen at that time. The hcp is titrating the pt off the intrathecal baclofen per the family's request.